Event description:
It was reported that, the packaging of the right ventricular (rv) leadless pacemaker (lp) was found opened. The rv lp was not used. No patient was involved.

Manufacturer narrative:
Correction: upon review, the leadless pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.